Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 455mg/dl and diabetic ketoacidosis. The customer had symptoms such as nausea and treated with insulin. Troubleshooting found that the pump also alarmed no delivery. The insulin pump passed the high pressure test. Customer was advised that the no delivery may be due to site issues and was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer declined to check their pump settings. The product will not be returned for analysis.